Event description:
It was reported that the patient was revised due to pain.

Manufacturer narrative:
Surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. Review of the device history records did not find any deviations or anomalies. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Primary operative notes indicate that the patient's knee was taken through range of motion and found to be stable with good alignment and good patella tracking. Operative notes from the irrigation and debridement indicate that the articular surface was revised due to instability. Symmetric looseness was indicated for the flexion and extension gaps and the surgeon noted that it was unknown if there was looseness at the initial surgery or if the patient had stretched out later. The articular surface was replaced with a thicker component. The post-operative diagnosis indicates possible infection; however this was not confirmed intraoperatively. Post-operative instructions indicate that the surgeon was waiting for cultures to determine if any additional procedures were needed to address an infection. Per the nexgen cr-flex and lps-flex package insert, joint instability is a known risk of this procedure. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.